Manufacturer narrative:
(B)(4) date sent: 6/23/2026 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ec60a, with lot/batch #a99v5y, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrojej procedure that the surgeon closed the stapler to evaluate position then decided to advance the stomach portion further onto the stapler. However, when trying to open the stapler it was stuck. Multiple people attempted to release it with no success. The button just didn¿t press in. Consultant very concerned as stapler had small bowel and stomach between the jaws. Eventually they had to insert a maryland between the jaws and pried them open enough to slide the tissue out. They have not experienced this before and couldn¿t find a manual over-ride mechanism. The product was set aside and replaced by a new product. Procedure was delayed by several minutes. There were no adverse consequences for the patient. No additional information provided.